Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. During evaluation, the pump was found to alarm constantly for downstream occlusion. The unit passed downstream occlusion testing per baxter's service procedure the pump was calibrated to baxter's service procedure to address this malfunction.

Event description:
During baxter's evaluation of a spectrum pump, it was found to alarm constantly for downstream occlusion.